Event description:
A healthcare facility in (B)(6) reported that a patient desaturated to 78% while using an opt844 adult nasal interface, allegedly because the nasal cannula was too close to the nasal passage. It was reported that there were no patient consequences observed.

Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. Method: the complaint device is not expected to be returned to fisher & paykel healthcare for investigation. Attempts to obtain further information with regard to the incident have been unsuccessful. Our analysis is accordingly based on the description of events and our knowledge of the product. A lot check revealed no other complaints of this nature for this product. Conclusion: without a complaint device and sufficient information, we are unable to determine the possible cause of the obstruction, which led to the patient desaturation. A fisher & paykel healthcare representative has been advised by the family that the patient had been discharged from the hospital in august as he was terminally ill and wished to return home. The patient has since passed away around the (B)(6) 2010. There is no indication that the death of the patient is related to the reported desaturation. Fisher & paykel healthcare understands that the patient was terminally ill and passed away two and a half months after the reported event.